Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was presented in clinic with atrial noise and high impedance. The lead remained in service and the patient would continue to be monitored.